Manufacturer narrative:
Na.

Event description:
Four similar events are reported by the same unit. Approximately 1 hour into hemodialysis treatment an air leak occurred due to damage on the pump segment tubing. The patient's blood was returned and a new line was set up to complete treatment. No medical intervention was required. Although the actual complaint sample was not returned to the manufacturer, evaluation of samples from two other similar incidents show a rough cut in the pumpsegment tubing surrounded by an area of abrasion that was caused by the machine pump roller. The facility is working directly with the machine manufacturer to resolve issue. Review of the bloodline manufacturing records and evaluation of samples from the reported lots show that the blood tubing sets met all design and quality criteria.